Manufacturer narrative:
Radiographs were not provided for review. The device has not returned; therefore, no further investigation can be completed at this time. Review of the device history records for this lot does not note any material non-conformances or manufacturing errors that may have caused or contributed to this event. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."

Event description:
On (B)(6) 2015, a (B)(6) male underwent anterior cervical discectomy with arthroplasty at c5-6. During a post-operative visit, the patient reported significant weakness in the right arm. A revision surgery occurred on (B)(6) 2016 to remove the device. It was noted the prothesis had extruded anteriorly.